Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) is underway. The reported problem (code 102) is being investigated. Upon investigation the monitor displayed code 102 - charge profile fault. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective charger. The pt received a replacement charger/modem.

Event description:
The download data for a (B)(6) male pt revealed service code 102 - charge profile fault. Zoll customer support contacted the pt and issued him a replacement monitor.